Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
It was reported that a volume discrepancy occurred during pump refill. The actual residual volume (arv) was greater than the expected residual volume (erv); however, the reporter did not provide specific volumes. The reporter was to check the pump logs to determine if any intermittent stalls had been occurring. No patient symptoms were reported. The device system delivered gablofen. It was later reported that the cause of the event was unknown. Imaging was performed on (B)(6) 2013 which showed ¿baclofen pump series ¿ no disconnection¿. A catheter dye study and pump rotor study were performed on (B)(6) 2013 which showed no evidence of disconnection or failure. No intervention was required. There were no adverse effects. Patient outcome was reported as no injury.